Event description:
The customer received questionable results for carcinoembryonic antigen (cea) on one patient sample. The customer indicated the sample was run in an unknown container and gave a result of 0.207. The sample was poured into a sample cup and repeated. The repeat results generated were 83.18 and 84.00. The units of measure were requested, but the customer refused to provide the information. The customer would not provide if the erroneous results were reported outside of the laboratory. There was no adverse event. The customer indicated there was an operator handling issue as the original sample container was not placed on the instrument correctly. The customer was not willing to provide additional information about the incident. The customer refused a service visit for the issue. The investigation could not determine a specific root cause. It was noted that the use of specified tubes is recommended. The lot number and expiration date of the cea reagent in use was requested, but the customer was not willing to provide this information.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.